Event description:
An international customer reported an event of an "oil smell" emitting from the sterrad 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Correction: sex is unknown. List correction/removal reporting number: corrected reporting number from fa-131 to z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (06/21/13 ¿ 12/18/2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The field service engineer performed a preventive maintenance (pm2) and the unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
Ni